Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead triggered a lead warning, and that impedances in bipolar were high and out of measurable range. The lead had switched to unipolar, where impedances and thresholds were good. Manipulation of the pocket caused the high resistance and noise to be seen on the echocardiogram. The device and lead remain in use and no patient complications have been reported as a result of this event.